Event description:
Initial report of difficulty interrogating this device was made by facility by phone in 2008. An error message appeared on the ics3000 programmer and interrogation was not possible. Using the ics3000, the error message also caused the programmer to freeze, which required a reboot to restore functionality to the ics3000. Communication with the pacemaker was not possible, even after attempting with an epr1000 and getting similar error messages, and we then gave the recommendation to explant and replace the device. The protos vr was received in 2008, after explant and replacement with a philos ii sr in the mionth. Attempted to interrogated the device, and the error messages appeared and the programmer did freeze up as reported initially. The error messages included the text: "pro: r, zur maske nicht gefunden" and "high_level_0_application_error."